Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured 0.45¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture tip was determined to be a design/process issue.

Event description:
During the procedure, the catheter did not function as intended. Upon removal of the catheter from the patient, the tip of catheter was noted to be bent/broken. Another ice catheter was used to complete the procedure with no consequences to the patient.